Manufacturer narrative:
Correction: incorrectly submitted with the wrong aware date in MDR 1723170-2019-05316. The correct aware date should have been 2019-11-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with lot number. Analysis on the returned breakout box resulted in a mechanical failure that was found when analyzed. Analysis states that the lemo connection/cable going into the housing was loose. Other relevant device(s) are: serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device unique identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Concomitant medical products: other relevant device(s) are: product ID: 9735825. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the breakout box cable was damaged. The portion that plugs into the navigation system has exposed wires, but it is still functioning. There was no patient present when this issue was identified.